Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening, and a crease fold. A leak test was performed, and found opening on anterior side. A microscopic analysis was performed which identified, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.